Event description:
The customer reported that during use of this suture hook to perform an arthroscopic rotator cuff repair, the distal portion broke off in the pt's shoulder. The surgeon was able to retrieve the tip without pt injury, and the surgical procedure was completed as intended using another suture hook.

Manufacturer narrative:
To date, this device has not been rec'd for eval. A follow-up report will be sent upon completion of the investigation.